Event description:
It was reported that a perforation and cardiac tamponade occurred. An ablation procedure for paroxysmal atrial fibrillation was performed. The transeptal puncture was completed using a versacross access solutions and no pericardial effusion was noted. A 31mm farawave catheter was loaded onto a merit rosen guidewire and advanced through the faradrive sheath to the left atrium. Pulse field ablation was completed on the right superior pulmonary vein, right inferior pulmonary vein, and left inferior pulmonary vein. When attempting to access the left superior pulmonary vein the physician encountered difficulty and advanced the guidewire into the left atrial appendage repeatedly. No resistance was encountered during advancement of the guidewire into the left atrial appendage. Arterial line pressure changes were observed as the patient became hypotensive and a perforation of the left inferior pulmonary vein was confirmed. Cardiac tamponade was identified and a pericardiocentesis was performed. After hospitalization, the patient recovered and was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.